Manufacturer narrative:
The armboard was removed from service following the event. Based on the description of the event; it appears the armboard had been damaged prior to use. The armboard instructions for use state: warning: personal injury and/or equipment damage hazard- do not use equipment if worn, damaged or cannot be securely tightened. Cracked or splintered surfaces may cause injury. Inspect armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to use." In addition, every armboard has a warning label which states: warning-avoid patient or user injury. Check accessory for damage and wear prior to use. Do not use if any damage is apparent or device cannot be securely tightened. The steris account manager completed in-service training on 3/21/2018 with user facility personnel on the importance of inspecting the armboard prior to use.

Event description:
The user facility reported that an employee was injured on the carbon fiber surface of an armboard while reaching under the armboard to release it from the surgical table. No medical treatment was sought or administered.